Manufacturer narrative:
This follow-up report is being submitted to relay additional and corrected information. The device was not returned to highridge medical for evaluation. The reported event was unable to be confirmed due to limited information received from the customer. The device history record/certificate of conformance was reviewed, and no discrepancies related to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Highridge medical will continue to monitor for trends.

Event description:
It was reported by the patient that they experienced pain after treating with the spinalpak. The patient stated that the pain started about 24 to 36 hours after starting to use the stimulator. The pain started very dull, but it will increase with time. The pain is pulsating. Lower back radiating to the back of the thighs and it ends by the right shin and left front knee. The pain is below the surface of the skin. The pain level is about a 5 or 6. In the middle of the night it could go up to 8. At that time, the patient will get up, put on the brace, walk around a little bit and take tylenol. The patient has increased her daily activities. The patient is walking about 5 times a day for about 15 to 20 minutes. The patient did not contact her doctor. Told the patient to stop using the stimulator for about 2 or 3 days. Then do the time test. The patient will call back if she has any issues. No further consequences have been reported at this time. The spinal pak device was not returned for evaluation.

Event description:
It was reported by the patient that they experienced pain after treating with the spinalpak. The patient stated that the pain started about 24 to 36 hours after starting to use the stimulator. The pain started very dull, but it will increase with time. The pain is pulsating. Lower back radiating to the back of the thighs and it ends by the right shin and left front knee. The pain is below the surface of the skin. The pain level is about a 5 or 6. In the middle of the night it could go up to 8. At that time, the patient will get up, put on the brace, walk around a little bit and take tylenol. The patient has increased her daily activities. The patient is walking about 5 times a day for about 15 to 20 minutes. The patient did not contact her doctor. Told the patient to stop using the stimulator for about 2 or 3 days. Then do the time test. The patient will call back if she has any issues. No further consequences have been reported at this time.

Manufacturer narrative:
Zimvie complaint (B)(4). B3: date of event: the event occurred sometime in (B)(6) 2023. D11: medical product: unknown. D11: therapy date: unknown. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is complete, a supplemental medwatch 3500a will be submitted.